Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during rotator cuff tear suture, the anchor of a twinfix ultra fractured inside of the patient. The broken pieces were removed from the patient. Procedure was completed, after a non-significant delay (less or equal to 30min) with a back-up device. No other complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. Anticipated risk is maintained: a risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A product prints/specifications/procedure review states that, the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A clinical review states that per the complaint details, all the broken pieces of the anchor of the fractured twinfix ultra were removed from inside of the patient. No clinical information was provided. It is unknown if the twinfix¿ ultra ha preloaded suture anchors instructions for use, 10600675 rev. K, was adhered to. The IFU warns; use of excessive force during insertion can cause failure of the suture anchor or insertion device. Based on the information provided the procedure was completed, after a non-significant delay of less than or equal to 30minutes with a back-up device. Since there were no other complications reported and the patient¿s condition has been reported as good, no further clinical assessment is warranted at this time. Should any additional medical information be provided this compliant would be re-assessed. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.